Manufacturer narrative:
The complaint cannot be confirmed as medical records were not provided. Review of the device history records for reported components identified no deviations or anomalies that could contribute to the reported event. A definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00811400200 femoral stem 12/14 neck taper std. Offset size 2 130 mm stem length 63756605; 00801802803 femoral head sterile product do not resterilize 12/14 taper 63436360; 00500104500 shell 45 mm o.d. 63419931. The complaint is in investigation. Once the investigation is completed a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2018-00654.

Event description:
It was reported that a patient underwent an initial hip arthroplasty procedure and subsequently, patient had closed reduction due to dislocation within two weeks of implantation. No additional information is provided.